Event description:
During the implantation procedure, the helix on this lead would not retract when placed in the body. Outside the body, the helix retracted completely. Therefore, the lead was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. As indicated by the physician, the screw function was normal during the extension attempts, and during the retraction attempt on the table. Since the abnormality was not recreated during the laboratory analysis, the cause of the retraction difficulty could not be determined. The damage to the svc defibrillation coil is attributed to extraction through a constricted opening, perhaps a sharp bend within a introducer. This may also explain the damage identified to the insulation adjacent to the distal end of the rev defibrillation coil. This was not attributed to a manufacturing defect because of evidence of proper manufacturing. These features and other damages to the lead are also not considered to be manufacturing defects, because there are controls in place to disallow gross defects such as these. (B) (4)